Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The rash was described as red, raw, and itchy. The patient's doctor instructed the patient to use an unknown salve for the irritation. Additionally, the patient's doctor advised that the patient did not need to wear the lifevest. After using the unknown salve, the patient reported that the irritation healed. There were no allegations of a device malfunction contributing to the irritation.